Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. The stem was in-vivo for over 20 years. Osteoporosis may be a cause for the stem protrusion through the femur. The harris precoat line has been obsolete and no stems have been sold since 1994. This complaint is the only complaint in the past five years. Complaint trends will continue to be tracked. Based on the available information a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 1988 and that the patient was revised in 2009, due to the stem coming out the lateral cortex of the femur.